Event description:
It was reported that a 3.0mm shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used during a procedure. The ivl balloon inflated without incident and was pulsed at 4 atm for an unknown number of pulses. Following ivl, the balloon did not deflate as expected. The balloon was removed through the guide catheter without deflating and successfully removed from the patient. The patient experienced unspecified symptoms which were resolved following the removal of the catheter. There was no reported harm to the patient. A 2nd catheter was used to successfully complete the ivl procedure. It was noted that the device was prepped per the instructions for use (IFU).

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of "failure to deflate" was confirmed. The balloon was noted to deflate slowly. Based on the investigation, the deflation issue was due to excessive adhesive on proximal bond next to proximal marker band on the catheter. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.